Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force was applied to the distal end causing chipping of the adhesive at the distal end. This issue is addressed in the instructions for use (IFU): "·important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.".

Manufacturer narrative:
The device referenced in this report is an asset return. During the evaluation of the device, it was found that the plug on the elevator channel was found loose. The device was repaired and returned to stock.

Event description:
It was reported that the forceps elevator wire was completely cut off. No patient involvement. During the evaluation of the device it was found that the forceps cover glue was peeling.